Manufacturer narrative:
Reliability analysis inspected 3 opened/used partial sensors and performed the visual inspection. They found 1 of 3 sensors had an insertion needle bent inside the sensor base. The 2 remaining sensors are missing the needle. They were unable to confirm if the customer received the sensors in that condition due to the customer having returned opened/used sensors. They were unable to confirm the insertion complaint because it is against the sen-serter.

Event description:
The customer reported via phone call that he was supposed to be sent some replacement sensors but they haven't received them. Customer stated that he had a bent needle issue.